Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. Visual inspection was performed and the plunger and pushrod were observed in advanced position in the preloaded insertion system. Residues of viscoelastic solution were observed on cartridge. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. Lens returned out of the preloaded system. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Lens was observed torn. The other part of the lens was observed exposed at the cartridge tip. The conditions of the lens returned is consistent with a unit that has been previously handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requests received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that pcb00 intraocular lens (iol) was explanted. No reason for the explant was provided despite several attempts to get additional information.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.